Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 579 mg/dl. The patient was treated with insulin pump and bolus. The patient does feel okay to troubleshoot. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. It was explained to the customer that high blood glucose are often cause by site/set issues. The customer was advised that we will send out a tubing clamp and to call back to continue troubleshooting when they receive the tubing clamp. The customer was informed that the insulin pump would not vibrate. The customer was advised that we could replaced the insulin pump but she was oow warranty so we could sent a loaner cot pump but she declined cot pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.